Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts and the pump battery would not charge despite the attempted use of multiple cables. There was no impact to the customer's blood glucose (bg) level. Customer indicated pump and/or manual injections would be used for back-up therapy.